Event description:
Customer reported that the insulin pump drive support cap is loose. Customer also stated that he had a car accident about two years ago. Customer stated that it was not cause by high or low blood glucose, he stated that other people rear end him and cause the accident. Customer's blood glucose reading at the time of hospitalization was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.